Event description:
It was reported that when lowering the table on the 2800 sys the table tilts pt head down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The converters, potentiometers, and drive belt were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.